Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the patient's lead was repositioned. Effective stimulation coverage was reportedly restored postoperative, and the issue has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient didn't feel stimulation on one of her sides as the lead was not centered. As a result, surgical intervention is planned for a later date to address the issue.